Manufacturer narrative:
The handpiece cord was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the reported run on was the wear off of the etching. The handpiece cord was repaired and returned to the customer.

Event description:
It was reported during a routine maintenance inspection, the handpiece cord was causing a handpiece to run on its own. There was no patient involvement and no adverse consequences reported.